Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was tested for flow rate accuracy and was outside 5% specification 5.29%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be depressed pressure springs during disassembly. The pressure plate travel requires adjustment and the m2 and m3 springs will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information/correction h11: a review of the service history identified the device has been previously serviced however greater than 12 months ago. There is no indication that the parts replaced during servicing caused or contributed to the reported event. An event occurrence date was not provided, however a review of the event history log for the last days of customer use revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. Should additional relevant information become available, a supplemental report will be submitted.